Event description:
It was reported that on final tightening and breaking off of set screws, the instrument snapped in half during a minimally invasive transforaminal lumbar interbody fusion (mis tlif) at l4-l5. The instrument split and broke 2/3 of the way down the shaft. Levels implanted were l4-l5. There were no patient complications

Manufacturer narrative:
(B)(4). Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. The first component has broken off. The fracture is consistent with overload. It has been identified that the slots have been orientated incorrectly from the supplier. The incorrect orientation has shown to cause the shaft to fail at a lower torque spec. The slots in the outer shaft have been incorrectly placed by the manufacture.